Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that during a routine device change out procedure, this pacemaker showed there was less than half a year left. The local sales representative reporgrammed this pacemaker from vvi 60 to voo for the procedure and it had a reading of greater than a year. The sales representative programmed the device back to vvi 60 and it displayed half a year left on the battery again. No adverse patient effects reported. The sales representative contacted boston scientific technical services (ts) for an interpretation of this behavior. Ts stated that they would review and notify them as soon as possible.